Manufacturer narrative:
Section g4: PMA/510(k) # p060040; p160054.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the pump off and low flow alarm on the system monitor was confirmed with the submitted reference photo on (B)(6) 2019. The reference photo revealed the alarms were active, however; the information on screen indicated the system is operating at 5,500 rpm with a flow of 4.9 lpm. The data captured in the log file confirmed the system operated at these values without the hazard alarms. Additional information received on december 19, 2019 recommended a reboot, which solved the issue. The system monitor is not expected to be returned for an evaluation. All available information for conducting this investigation was collected and no additional follow-up attempts will be performed. To date, the system monitor (serial#: unavailable) associated with the event was unavailable for an evaluation. The complaint file will close accordingly and will be reopened if pertinent information is received. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the power module displayed pump off and low flow alarms, although the pump was running with normal parameters. There were no unusual events recorded in the log file event history. The power module was unplugged and restarted and this resolved the issue. No further information was provided.